Event description:
Pt underwent insertion of nail on 7/2/96 for left hip fracture. On 7/14/96, a "pop" was heard while moving the pt. X-rays showed second fracture of femur near end of the nail, close to inferior screw #40. The pt returned to surgery 7/16/96 for removal of the nail and insertion of another nail.